Event description:
It was reported that during a spinal surgical procedure at the user facility, the tip of the pointer was bent. It was reported that the tip was straightened and the pointer was recalibrated. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a spinal surgical procedure at the user facility, the tip of the pointer was bent. It was reported that the tip was straightened and the pointer was recalibrated. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.